Manufacturer narrative:
This rv lead was subsequently revised and there was no further issue following. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance two days post-implant. Thresholds were not ideal and also diaphragmatic stimulation was occurring. A cat scan showed that this lead had perforated into the pericardium about two centimeters.